Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and developed cardiac tamponade. This adverse event is considered to be serious and MDR reportable. The patient was reported to be in stable condition. The bwi failure analysis lab received the device for evaluation on 6/22/2015. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility, and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: unk. (B)(6). (B)(4). Product has not been returned for analysis.

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool® smarttouch® uni-directional navigation catheter and developed cardiac tamponade. During the mapping phase of the procedure, as the complaint device mapped the left ventricle, the physician noticed that the patient¿s blood pressure was low. The physician identified a tamponade as confirmed with fluoroscopy, which showed that the heart silhouette was not moving properly. A pericardiocentesis was performed. The patient required extended hospitalization, but was reported to be in stable condition at the time the complaint was reported. The physician did not provide a causality opinion for the cause of this adverse event. This adverse event is considered to be serious and MDR reportable.